Manufacturer narrative:
The pt has not supplied the dme or resmed, with a medical report relating the asthma attack with the incident. The device in question has not been returned. However, resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.

Event description:
It was reported to resmed that an s8 autoset vantage device caught fire and may have exacerbated the pt's pre-existing asthma condition. The pt went to urgent care and was treated for their asthmatic attack. The pt is currently doing well.